Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst during the procedure, and the device came out of the patient¿s body. Manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU). The procedure was a percutaneous coronary intervention (pci) performed using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including confirmation of a vascular sheath introducer insertion angle of approximately 30¿45 degrees. The vessel diameter was confirmed to be greater than 5 mm. The puncture site did not exhibit visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any vascular closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to device use. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. Additional information was requested but not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was received fully depressed and button 2 was received not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was not returned for this evaluation. Regarding the sealant sleeves, no abnormal conditions were observed. A 6f cordis brite tip catheter sheath introducer (csi) was returned inserted on the device. The balloon was noted to be deflated, the core wire was present, and the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An inflation/deflation analysis could not be performed due to balloon loss of pressure observed during the attempted inflation/deflation test. Although a tear was identified, the balloon was already fully deflated, which enabled complete balloon retraction when button 2 was depressed. A high-magnification microscopic evaluation was performed to assess the balloon. During this analysis, the presence of a micro tear in the balloon was observed. A product history record (phr) review of lot f2511507 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the micro tear found could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure experienced. However, handling factors, access site vessel characteristics (even though it was reported that there was no visible calcium/plaque or stent within the vicinity of the puncture site) and/or concomitant device factors most likely contributed to the reported event since excessive force, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, it instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, phr review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot: f2511507 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during the procedure, and the device came out of the patient¿s body. Manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU). The procedure was a percutaneous coronary intervention (pci) performed using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including confirmation of a vascular sheath introducer insertion angle of approximately 30¿45 degrees. The vessel diameter was confirmed to be greater than 5 mm. The puncture site did not exhibit visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any vascular closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to device use. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.